Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the central and superior pegs were broken-off. The two broken-off pegs were not returned for evaluation. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per product directions for use (dfu-0131g), post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the distal and middle peg had broken-off. Exact date when the device broke is unknown. Pegged glenoid was replaced by a metal backed universal glenoid with inlay (ar-9120-01 and ar-9121-01). Patient is a (B)(6) year old male. Follow-up investigation: the surgeon confirmed that the patient did not fall or had an accident.